Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder, air water and auxiliary jet channel tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction ring on or in the lens that could not be removed by cleaning was due to chip on adhesive around objective lens causing a flare to occur. The most probable root cause of the malfunction air water cylinder, air water tube and auxiliary jet channel tube had foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a ring on or in the lens that could not be removed by cleaning. The issue was found during the inspection for use. There were no reports of patient involvement.